Manufacturer narrative:
Dates estimated. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The asd referenced is filed under separate medwatch report number for the steerable guide catheter. Literature attachment. Article title ¿mitraclip removal during left ventricular assist device implantation".

Event description:
This is filed to report recurrent mitral regurgitation (mr) and heart failure. It was reported through a research article that in 2014, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. Three clips were successfully implanted, reducing mr to a grade of 2. The patient returned to the hospital in 2018 with symptoms of heart failure. Echocardiography was performed and showed that mr had increased to a grade of 4. In (B)(6) 2018, the patient underwent left ventricular assist device implantation and surgical removal of the implanted clips. An atrial septal deflect (asd) was then noticed, so an asd closure device was implanted. Details are listed in the attached article, titled ¿mitraclip removal during left ventricular assist device implantation.¿ no additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, the reported heart failure is the result of the recurrent mitral regurgitation (mr). A conclusive cause for the reported recurrent mr cannot be determined. The heart failure and recurrent mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.